Manufacturer narrative:
Investigation completed on a smiths medical tracheostomy/pvc - portex tubes blue line ultra (blu). The complaint of trach broken revealed upon visual inspection noticed that there is crack between two fenestrated holes. Investigation results indicates that it is the most probable that reported failure occurred due to excessive force used during cleaning or incorrect cleaning technique

Event description:
Investigation completed.